Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and low impedance was observed when the physician was pressing over the device post-procedure. Pocket was re-opened and insulation damage at the fixation site was noted on the ventricular lead. The lead was explanted and replaced. The patient did not experience any adverse event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.